Manufacturer narrative:
The pump had a cracked case at the corner of the display window. The pump passed displacement test. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and stained end cap sticker.

Event description:
Customer reported the insulin pump had a crack on the front of it. Customer stated when she went to her doctor's office; her doctor recommended she get the device replaced. The damage is on the upper right hand corner of the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.